Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported, the pump was alarming. There was a confirmed, unrecovered motor stall that occurred on (B)(6) 2013 at 0139. The pump medication was unknown. It was later reported, the patient heard an ¿odd, intermittent alarm sound¿ coming from the pump. The patient stated, his pain had been ¿so much worse for the last few days.¿ when the patient attempted to use his personal therapy manager (ptm) two days prior to this report date, he received the error code message ¿8476¿. The patient stated, ¿each attempt to administer a bolus to counteract my rising pain level since has resulted in a failure accompanied by that error code.¿ the patient had a¿ terrible night¿ the night following this event date. The patient had plans to follow up with his health care provider the day after this report date.

Event description:
It was later reported that on 2013-(B)(6), the patient had a pump revision. It was noted that the patient has recovered without permanent impairment.

Manufacturer narrative:
(B)(4).